Manufacturer narrative:
The affected retroflex3 delivery system was returned to edwards irvine for evaluation. During the initial examination of the returned device a leak was observed to be coming from under the strain relief. The strain relief was removed and the balloon shaft was found separated just distal of the y-connector. Investigation of this event is ongoing.

Manufacturer narrative:
Correction - the field was updated with the date the device was received by the manufacturer. Retroflex3 delivery system was returned in a used condition. The delivery system was visually inspected for physical defects or extraneous matter (such as cracks, etc.) With x2.5 magnification. No visual abnormalities were observed. Functional testing was performed to de-air the system and size the balloon. A gross leak was noted under the strain relief. The leak would not allow de-airing of the system or sizing of the balloon. The strain relief was removed to investigate the leak. A tear of the outer shaft was observed at the location under the strain relief; both the pebax material and the wire braiding were separated just distal to the y-connector. Examination of the pebax material shows little evidence of stress; it appears that the tubing was subjected to a tear that may have propagated, as evidenced by the slight discoloration of the material. The inner and outer diameters of the tubing were measured and found within the allowable specification. Multiple attempts to recreate the tube separation were made. Engineering evaluation found that when a small puncture or tear was present on the pebax tube, a torsional or deflective force could cause a separation and tube discoloration similar to the complaint unit. It is possible that either a small tear or puncture was present on the outer shaft underneath the strain relief area during prepping, which caused the reported inability to de-air. Handling issues (torquing, pulling, etc.) Either at the site and/or shipping back to edwards likely propagated the damage and caused the tube separation seen during evaluation. A definitive root cause could not be determined at this time, and more investigation is currently being pursued (under CAPA).

Event description:
Per the edwards lifesciences clinical specialist report, the retroflex3 delivery system was being prepped in normal fashion and would not hold pressure in the catheter. 'It was sucking air into the system.' The clinical specialist did a bench test and observed a 'leak between the catheter and seal near the flush tip right at the green transition.' Another catheter was used successfully for the procedure.